Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient is having an extremely difficult time recharging their rechargeable battery resulting in the patient waiting very long between charges and the battery often goes to 0%. There are no environmental/external/patient factors that may have led or contributed to the issue. They worked on positioning the recharger on the chest and the patient still found it to be very difficult. The issue was not resolved. The patient has no pre-existing conditions.